Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluid could not be pushed through the 17 inch ext set w/.2mf & vlv port. The following information was provided by the initial reporter: "unable to push fluid through the smartsite connector".